Event description:
It was reported that the patient presented in clinic complaining of lightheadedness. Upon interrogation, the device exhibited auto mode switch episodes due to the atrial lead noise. The device was reprogrammed. Patient was doing well after reprogramming.